Event description:
Was using med port closest to IV site to give protonix using blunt tip. Port on IV tubing began leaking and blood began backing up into IV line. Removed IV tubing and obtained new IV tubing. Sent tubing to biomed for investigation.